Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during a gastric bypass procedure, it was very hard to move the blue pin from the stapler. Another device was used to complete the procedure. There were no adverse consequences for the patient.